Event description:
It was reported via repair work order that there was intermittent power to the scale as the footboard connector pins loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.